Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1468.

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. Product unavailable for analysis

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1582 for a description of the other device. It was reported to boston scientific that during a percutaneous endoscopic gastrostomy (peg) procedure a resolution clip device was being used and twice the clip fell off prior to deployment. The procedure was successfully completed with another resolution clip device. No patient complications were reported as a result of this event. The patient's condition was reported as "ok."